Event description:
Additional information: it was clarified that there was no filler hardening. Symptoms have resolved.

Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Concomitant medical products: d. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard nodules and uncomfortable is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported treating a patient that had been injected with juvéderm voluma with lidocaine in the medical cheek at another clinic. Patient was also injected with juvéderm ultra xc in the lips, philtrox column and lid cheek junction. Patient was reviewed about 1.5 weeks later and was happy with the results. Over the next 3 months, the patient had 3 injections with botox. Twelve days after the last botox injection, the patient was injected with juvéderm ultra plus xc in the zygoma and again with botox. Over the next 9 months, the patient would have 3 more injections with botox. About a month after the last botox injection, the patient had felt small nodules in their cheeks and then sought medical advice. On the following month, the patient contacted the healthcare professional for an assessment of their face. Patient was reviewed over 3 weeks later and visually, the patient appeared to have no abnormality. Upon touching the cheek area, hard nodules could be felt bilaterally. It was noted that the filler was hardening. The nodules were on the lower medial cheek with no pain, no hear, no redness and no skin changes. Patient denied having any recent illness, injuries, etc and there were no symptoms of infection outwardly. Patient was given some time to see if the symptoms would resolved. Twelve days after the review, the patient was treated with hylase. Healthcare professional noted that the areas of harden product were extending and becoming uncomfortable for the patient. On injection of the hylase, the nodules were difficult to penetrate and felt rubbery. There was some softening with the initial treatment with hylase and patient was then treated with red light therapy. After 20 minutes, the patient was reassessed and the affected areas remained firm with ongoing nodules. Additional hylase was injected with more success. Some smaller nodules appeared to remain, but was noted that it was possible that there is fluid and inflammation in the area of the hylase treatments. Patient was also massaged. Symptoms are ongoing. The healthcare professional's opinion was that the event was more related to the juvéderm voluma with lidocaine injection, but there was also some juvéderm ultra xc placed in the vicinity so it could be either product. This is the same event and the same patient reported under MDR ID #3005113652-2019-00208 (allergan complaint # (B)(4)) and MDR ID #3005113652-2019-00210 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.